Event description:
It was reported that following the removal on (B)(6) 2019 of the artificial urinary sphincter cuff component (refer to manufacturer report number (B)(4)), the patient had the pump and balloon components removed due to infection. The patient was reported to be stable and the event resolved. Additional information received indicated the infection symptoms began and was diagnosed in (B)(6) 2019. The infection site was at the bladder neck. The physician indicated the previous cuff erosion through the vaginal wall together with leaking cuff (refer to manufacturer report number (B)(4)), contributed to the infection and many surgeries done on the patient to treat incontinence. The infection was treated with medication.

Manufacturer narrative:
D4. Model number/catalog number 72400025. Serial number (B)(6). Batch/lot number 900979010. Gtin (B)(4). Description balloon fgs 71-80 cm. Expiration date 10/02/2019. H4: manufacturer date 10/02/2014. B5, d10, h3, h6, h10. H3 device evaluation: the ams 800 control pump was visually inspected and functionally tested. No leak was found. The pump performed within product specifications. The ams 800 balloon was visually inspected and functionally tested. No leak was found. The balloon did not perform with product specifications. Inspection of the remainder of the device revealed no other damage or irregularities.

Manufacturer narrative:
Model number/ catalog number: 72400025, serial number: (B)(4), batch/ lot number: 900979010, gtin: (B)(4), description: balloon fgs 71-80 cm, expiration date: 10/02/2019, manufacturer date: 10/02/2014.

Event description:
It was reported that following the removal on (B)(6) 2019 of the artificial urinary sphincter cuff component (refer to manufacturer report number: 2183959-2019-67121), the patient had the pump and balloon components removed due to infection. The patient was reported to be stable and the event resolved.